Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer but attempting to bolus 2.0 units but the numbers kept scrolling. The customer took out the battery but when they placed it back in, they received a battery out limit alarm. Customer stated that the buttons were not working. Customer's blood glucose level was 15.0 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during and no unexpected numbers scrolling during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.